Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness under the arm pit area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was released from the lifevest from his doctor. Its unclear if the was released from the lifevest due to the irritation. Reporting out of an abundance of caution. The medical outcome is unknown.